Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v690039, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v742233, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v603266, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the device was at end of service (eos). The device was off/disabled and no longer providing therapy. The consumer first started seeing the eos screen on (B)(6) 2015. There was an allegation/dissatisfaction with longevity. The consumer was surprised that the ins had already depleted as she just had it implanted in 2014. It was noted that the consumer's usage was not any more than the previous implant. On (B)(6) 2015 the consumer was at her health care provider's office but the manufacturer representative was not there. There were no actions or interventions reported and no further outcome was available. Follow-up was conducted to obtain this information; if additional information is received a supplemental report will be sent. The issue occurred during use. The consumer's indication for use was noted to be non-malignant pain.